Event description:
It was reported that an allegation has been made against this implantable cardioverter defibrillator (ICD) device, but specific details were not provided. At this time, there is no information available of the characteristics of the device nor current status. No adverse patient effects were reported. Additional information was requested but no further details have been received yet.

Manufacturer narrative:
The serial number is currently unknown, as it was not available in time for prepared submission. The details of the event were requested but no response has been received. Should additional information become available this report will be updated.

Manufacturer narrative:
Please note: the serial number is currently unknown, as it was not available in time for prepared submission. The details of the event were requested but no response was received. Should additional information become available this report will be updated.

Event description:
It was reported that an allegation has been made against this implantable cardioverter defibrillator (ICD) device, but specific details were not provided. At this time, there is no information available of the characteristics of the device nor current status. No adverse patient effects were reported. Additional information was requested but no further details have been received yet. Additional information was requested but all the attempts were unsuccessful as no response was received. The specific details of the event are unknown.